Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "acts weird. Sometimes does not want to start properly. No errors on the um600 unit. It makes several revolutions at first and then stops. But if it does not stop within 1 second since the start - works normally." No negative impact in state of health reported.